Event description:
As reported, the transcatheter heart valve failed early at 2 years and 8 months post implant due to aortic insufficiency, regurgitation, hypoattenuated leaflet thickening and patient was treated via a valve in valve procedure without issues. The patient was in stable condition and sent to recovery.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, dimensional testing was not performed. Imagery was returned and revealed the following: echocardiograms show presence of leaflet thickening and central aortic insufficiency (ai), CT shows halt on all 3 leaflets. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. A lot history review was done and did not reveal other complaints related to the complaints leaflet thickened/halt and postimplantation central regurgitation a complaint history review was done, and the following are potentially applicable root causes of the events; patient factors: leaflet thickening the following instructions for use (IFU) were reviewed: IFU (s3/s3u thv with commander delivery system, us). No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. There is no evidence of device malfunction contributing to the reported event. The complaints for postimplantation central regurgitation and postimplantation leaflet thickened/halt was confirmed from imagery review. A review of DHR, lot history and complaint history did not identify any manufacturing nonconformities that would have contributed to the reported event. Additionally, no IFU/training manual inadequacies were identified. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, the transcatheter heart valve failed early due to regurgitation, halt and patient was treated via a valve in valve procedure without issues. Patient was in stable condition and sent to recovery. For complaint, postimplantation leaflet thickened/halt, per the instructions for use (IFU), structural valve deterioration (leaflet thickening) is potential risk associated with the use of the transcatheter heart valves (thv). There are patient factors that could contribute to leaflet thickening including stenosis with tissue calcification, thrombus, endocarditis, or pannus formation due to nonstructural dysfunction. In this case, limited information was available for evaluation. Therefore, a definitive root cause is unable to be determined at this time. For complaint postimplantation central regurgitation, per the instructions for use (IFU), valve regurgitation is potential risk associated with the use of the transcatheter heart valves (thv). In this case, leaflet thickening was reported. Thickening of leaflets impacts proper leaflet functionality or coaptation resulting in central regurgitation. As such, available information suggests that patient factors (leaflet thickened) may have contributed to the reported event. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product nonconformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.